Event description:
It was reported to boston scientific corporation in 2006 that an autotome rx sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure. (Patient gender, age and weight unknown) according to the complaint, "upon inspection of product, the tip had split" the case was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual evaluation found that a piece of the distal tip was found to be splitting away from the device. Approximately a 0.5 millimeter wide by 1.5 millimeter long piece was splitting away from the distal edge of the device. Customer complaint confirmed. The most probable root cause appears that during use the device came into contact with part of the endoscope, possibly during the initial placement. The piece appears to be tearing away from the tip.